Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. The physician elected to extract the lead and implant a new one. No adverse patient effects were reported.